Manufacturer narrative:
MFR received date: 28oct2019. This record was submitted inadvertently. The customer confirmed there was no malfunction with this unit in serial number ending in (B)(4). The malfunction was with unit with serial number ending in (B)(4) reported in pr (B)(4). See MDR 2031642-2019-09800. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/26/2019.

Event description:
The customer reported a problem with the screen. There was no patient involvement.